Event description:
The customer reported to vyaire medical that the vela ventilator unit was presenting with apnea interval alarm and now has o2 range error alarm. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer troubleshoot the vela unit. It was in CPAP mode. Changed to ac alarm and problem was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.